Manufacturer narrative:
(Super) poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a dentist and described the occurrence of parkinson's disease in a (B)(6) male patient who received poligrip (formulation unknown) for denture adhesion. Concurrent medical conditions included heart disease. On an unknown date, the patient started poligrip. The patient used one tube of poligrip per week (drug administration error). At an unknown time after starting poligrip, the patient was diagnosed with parkinson's disease because he had experienced tremor and weakness. After seeing the poligrip consumer advisory, the dentist is wondering whether the patient was misdiagnosed. The dentist stated that he is not certain what the patient "suffers from at the moment." This case was assessed as medically serious by gsk. Poligrip was reduced. At the time of reporting, the events were unresolved.